Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side "tissue expander damage during water injection." Tissue expander was implanted for more than six months. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, broken shell, part of the shell is missing. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: two striated edge openings on anterior side assessed as surgical damage. A striated edge broken on anterior ,posterior and radius side assessed as surgical damage. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported unknown side "tissue expander damage during water injection." Tissue expander was implanted for more than six months. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported unknown side "tissue expander damage during water injection." Tissue expander was implanted for more than six months. Device was explanted.

Event description:
Healthcare professional reported unknown side "tissue expander damage during water injection." Tissue expander was implanted for more than six months. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4.